Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 400 mg/dl while wearing the pod between 36 and 48 hours. In addition the patient reports having irritation and swelling at the pod infusion site (leg). The patient reports they had been vomiting. The patient reports they had delivered multiple boluses. Once at the hospital while waiting in the emergency room the patient applied a new pod and discovered when removed from the infusion site, the pod's cannula was bent. The patient was treated with intravenous fluids as well as insulin. The patient was given medication due to vomiting. The patient was discharged from the hospital the following day.